Manufacturer narrative:
The customer replaced the wash/vacuum probe. A bec field service engineer (fse) went on-site and verified that the cuvette wash station was operating properly. The fse cleaned the cuvettes and the reaction wheel. Service activity was verified. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 800 pro synchron chemistry analyzer was generating "10 or more cuvettes failing water blank" error messages. Troubleshooting with bec customer technical support (cts) revealed that the cuvette wash station probe #1 was obstructed and not vacuuming fluid from cuvettes. The leak was contained to the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat during this event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.